Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed a full battery depletion event resulting in a pump stop. The submitted log file contained data from (B)(6) 2021 07:01:16 through (B)(6) 2021 10:24:59. The recorded data appeared to have captured the system operating as intended until (B)(6) 2021 at 08:28:56 when a low battery advisory alarm was captured. Approximately 1 hour and 56 minutes later, at 10:24:59, this alarm had progressed into low battery hazard/no external power alarms, activating the emergency backup battery (ebb). The pump remained in power save mode until the ebb depleted, causing the pump to stop for an unknown amount of time, as well as the controller clock to reset to the default manufacturing timestamp of (B)(6) 2001 at 01:00:00. The pump resumed normal operation at the fixed speed for the remainder of the log file after it had been connected to fully charged batteries. The aforementioned sequence of events is consistent with the depletion of the patient's batteries, causing the pump to stop, and the controller to reset. No other atypical events were captured. Despite these events, the pump appeared to function as intended. The patient remains ongoing on (B)(6) and no further events have been reported at this time. No product available for investigation. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2015. The heartmate ii left ventricular assist system instructions for use provides important information regarding the heartmate batteries and outlines monitoring battery charge level/replacing depleted batteries. This document outlines all system controller alarms, as well as how to respond to such events. The instructions for use explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The heartmate ii left ventricular assist system patient handbook outlines battery charge level, fuel gauge display, and all system controller alarms, as well as how to respond to such events. This document explains that if the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. The patient handbook indicates that the power module should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. Instructions for exchanging batteries and switching power sources are provided in the patient handbook. This document also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that when the patient presented to clinic, the system monitor displayed ¿clock date not set¿. During the system controller history review, the clinical staff observed a pump stoppage on (B)(6) 2021. Patient had no recollection of this event. Damage was observed on the system controller and the black power cord. System controller was exchanged during clinic visit. Submitted log files revealed a transient low voltage alarm on (B)(6) 2021 at 1:18am due to depleted batteries in-use. The log file displayed additional low voltage alarms on (B)(6) 2021 at 10:12am due to depleted batteries in use followed by a no external power alarm at 10:24am where the controller operated on backup battery/power save mode. The log displayed yellow wrench / ¿real time clock not set¿ alarms as mentioned for the remainder of the log file due to a complete loss of power to the system controller. The complete loss of power to the system controller caused a ¿motor stopped¿ / pump stop event. Power was restored to the system controller as well as power to the pump with fully charged batteries however unable to determine the date/time when power was restored due to the loss of power to the system controller (appeared the pump operation was functioning within set parameters for the remainder of the log file). System controller is being reported in manufacturer report number 2916596-2021-01863.